Manufacturer narrative:
Product complaint # (B)(4). Summary: a failed suture needle was returned for fractographic evaluation. The component was identified as product code sxpp1a443. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage, a cup-and-cone shaped fracture and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure.

Event description:
It was reported that the patient underwent an open cholecystectomy on (B)(6) 2019 and the suture was used. Upon closing, the needle bent and then fractured. They had to reopen to retrieve the needle. The procedure completed with another like device. There were no patient consequences reported.